Manufacturer narrative:
Complete unit received by service engineer based in (B)(4), sending the unit to natus (B)(4). Justification for not providing the below information: justification for not providing below information and applicable sections: patient information - no patient involvement. Date of event - date of event is unknown and will be requested from the customer. Relevant tests / laboratory data - this section is not applicable as no patient injury reported. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury reported. Lot # - this section is not applicable as the medical device does not have a lot number. UDI - not applicable as the device was manufactured in january of 2014. Expiration date - device has no restricted shelf life. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device for use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated.

Event description:
The ics chartr 200 is not turning on, it eventually switches on after several attempts by the customer however a white smoke started appearing underneath the device and it switched off again. No patient involvement at the time the event occurred.

Manufacturer narrative:
Unit was inspected and it was found that the main board unit is defective and the main board is required to be replaced.

Manufacturer narrative:
Investigation results & findings the device was received back for repair. It was concluded that the main board was defective. Remedial action/corrective action/preventive action / field safety corrective action this issue will be continued to be monitored for future reoccurence.